Event description:
A biomedical technician (bmt) reported that while a patient was on treatment, blood was noted leaking from the heparin line. The bmt approached the machine and noted the line was clamped and capped. The bmt touched the line and it became disconnected from the set. The line was quickly reattached and held in place while all blood was returned to the patient. Upon follow up, the bmt stated the heparin line pigtail separated from the combiset with an hour and few minutes left in the treatment. No loose connections were noticed. The bmt confirmed there were no issues during priming. There were no changes or disruptions in pressure that could have caused the disconnection and leak. There were no defects or damage noted on the device during set up. There were no machine alarms as the leak was visually observed to be external. A fresenius dialyzer was being used with a 2008t machine. The nurse reported the patient's total estimated blood loss (ebl) was less than 100 ml. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different 2008t machine. The bmt confirmed that the combiset is available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. As the complaint product sample was being disinfected and prepared for analysis, the heparin line had separated from the red ¿t¿ connector on the bloodline causing a leak. During the visual inspection with the microscope, there was a dryness channel on the tip of the heparin line that could be caused by the operator not following the work instruction, leading to a detachment. The potential causes of this kind of failure could be caused due to: unqualified operator unclear work instruction a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A biomedical technician (bmt) reported that while a patient was on treatment, blood was noted leaking from the heparin line. The bmt approached the machine and noted the line was clamped and capped. The bmt touched the line and it became disconnected from the set. The line was quickly reattached and held in place while all blood was returned to the patient. Upon follow up, the bmt stated the heparin line pigtail separated from the combiset with an hour and few minutes left in the treatment. No loose connections were noticed. The bmt confirmed there were no issues during priming. There were no changes or disruptions in pressure that could have caused the disconnection and leak. There were no defects or damage noted on the device during set up. There were no machine alarms as the leak was visually observed to be external. A fresenius dialyzer was being used with a 2008t machine. The nurse reported the patient's total estimated blood loss (ebl) was less than 100 ml. The nurse confirmed there was no patient injury and no medical intervention was required as a result of the reported event. The patient completed treatment after being re-setup with new supplies on a different 2008t machine. The bmt confirmed that the combiset is available to be returned for physical analysis.